Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher for evaluation. Skin graft mesher, serial number (B)(4), was manufactured on september 2, 2004, is over 11 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle. The latching pins engage as intended and the comb is bent on the right hand side. There was significant wear noted to the roller gear and there was deformation to the roller shaft extension end as well as slight galling. The test mesh was unable to be performed due to the bent comb. The customer did not return any cutters for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn bushings, worn side plates, damaged comb and gears. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device had a bent comb¿ was confirmed since during the initial inspection it was noted that the comb was bent on the right hand side. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was bent on the right hand side. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device had a bent comb. No adverse events have been reported as a result of the malfunction.